Event description:
The material of the tibial alignment handle and patella clamp was discovered to be coming off.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock. Complaint history review: there have been (B)(4) other events for the lot referenced. The event was not confirmed as the reported device was not returned. The damaged device was discovered during inspection; there was no surgical procedure associated with the reported event. This event meets the definition of preventive maintenance; no further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The material of the tibial alignment handle and patella clamp was discovered to be coming off.